Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1,e2,e3,g2(unmark user facility). Correction to the g3 of the initial med-watch. The aware date should be may 08, 2024. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, for the events (1) air/water cylinder had foreign material and (2) air/water channel had foreign material. It could not be determined what the foreign material was. The foreign material may hot have been removed because reprocessing was not conducted properly due to water tightness of forceps elevator was lost. And for event (3) stain inside the light guide lens, since adhesion location of the foreign material was not external surface of the device, the foreign material could not be removed by reprocessing. The light guide lens glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. However, it could not specify occurrence cause by confirming this event/analyzing the device. (1) air/water cylinder had foreign material. (2) air/water channel had foreign material. These events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. (3) stain inside the light guide lens. This event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned a evis exera iii duodenovideoscope to the service center for annual maintenance. During a standard inspection and estimation of the returned device, foreign material was found inside of the air and water tube and cylinder. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered residual whitish foreign material inside of the air and water tube and cylinder. Additionally, it was uncovered that there was a stain inside of the light guide lens. These findings were due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the suction, air and water cylinders had no color. It was also observed that the play of the up and down knob was out of standard due to wear of the angle wire. It was observed that the cover of the light guide bundle was damaged. It was also observed that bending tube was deformed. It was observed that the connecting tube was snaking. It was observed that the adhesive around the objective lens had wear. It was also observed that the adhesive around the light guide lens had discoloration. It was observed that the water tightness of the forceps elevator was lost. The faulty parts were replaced. The device was inspected and passed olympus functional standards. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: universal cord, plug unit, connecting tube, grip, and switch box. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.